Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right-side deflation. Device remains implanted.

Event description:
Healthcare professional reported right-side deflation. Healthcare professional later reported "particles in valve. Capsule attached firmly to valve" and "plug strap separated." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening device on posterior side assessed as fold flaw opening. Adhesion: unable to observe as it is a medical event not related to the device. Other-technical: observed delamination of plug strap and yellow particles in valve. Additional observations: creases are observed. Yellow particles in device inner surface are observed. No further actions are required as the device was implanted."

Event description:
Healthcare professional reported, right-side deflation. Healthcare professional, later reported, "particles in valve, capsule attached firmly to valve". And "plug strap separated". Device has been explanted and replaced.